Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's screen had scratches and sometime it made hard to see the insulin pump to conduct therapy. Customer reported that the insulin pump received no delivery alarms and battery rejected by insulin pump. Customer reported that the buttons were harder to press and motor made loused sound. Customer declined to troubleshooting with 24 hours helpline. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.